Event description:
It was reported by the customer the micro drill medium straight attachment was heating up. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the customer the micro drill medium straight attachment was heating up. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. The qa technician determined the device failed due to debris affecting the components including the bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.